Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump communicated properly with the test minilink transmitter and glucose sensor simulator.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 108 mg/dl. The customer stated that sometimes he would wake up in the 30s or 40s mg/dl and would go to sleep at 100 mg/dl. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.